Event description:
It was reported a patient had a seizure and was in a motor vehicle accident 1-1.5 years ago. The patient was on a medication concentration of 5000 mcg/ml and the patient was close to refill when the issue occurred. The patient went to the hospital and ended up coding. A manufacturer representative was present to read the pump. The pump was refilled with a different drug and the patient got better. The pump was used to deliver baclofen (unknown). No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. It was stated that the event was previously reported at the time of the event. However, the manufacturer representative's account could not be confirmed as reported. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).